Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2010, the patient admitted with diagnosis of degenerative disc disease. He underwent anterior lumbar interbody fusion l4-s1 ; diskectomy l4-s1 ; insertion of lt cage system l4-5 <(>&<)> l5-s1. Post-op diagnosis : spinal stenosis , lower extremity pain. Spinal exposure for anterior fusion performed. Per op notes ".. During the procedure, blunt dissection was used to sweep the anterior tissue of the interspaces and vein retractors were used for adequate exposure. Once exposure had been obtained , the surgeon performed anterior fusion procedure by placing cages and rh-bmp2/acs. On (B)(6) 2010, the patient presented for iliofemoral deep venous thrombus with extension to left common iliac vein and recent spine surgery. He underwent following procedure: inferior vena cava venogram; placement of inferior vena cava filter in infrarenal vena cava. Per op notes "the patient recently underwent lumbar laminectomy and spine fusion , two weeks ago. He had developed left leg pain and his CT scan demonstrated iliofemoral dvt of the left iliac system with thrombus seen in the common femoral vein. " on (B)(6) 2012, the patient presented with left 4th metacarpal fracture. He underwent open reduction , internal fixation of left 4th metacarpal fracture.